Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. The investigation revealed there were no related system errors to have occurred during the ion lung biopsy procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. There were no additional complaints noted for the reported event. This event is being reported as the patient reportedly experienced a pneumothorax that required a chest tube to be placed and the patient subsequently to be hospitalized. The patient also was reported to have experienced multiple symptoms due to the pneumothorax.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure a pneumothorax occurred. It was reported that the biopsy needle went into the pleura causing the pneumothorax. A chest tube was placed and the patient was hospitalized. The procedure was completed. On (B)(6) 2021, intuitive surgical inc. (Isi) contacted the site isi endoluminal territory associate (eta) and additional information was obtained about the complaint: the eta was informed of the event via the procedure physician. After taking two biopsies the physician noticed the pneumothorax had occurred upon switching their vision to fluoroscopy. The physician reported placing the chest tube to resolve the pneumothorax. The patient was reported to still be hospitalized two days post-procedure. On (B)(6) 2021, isi contacted the isi eta and additional information was obtained about the complaint: the patient had valves placed to assist in their recovery of the pneumothorax and was hospitalized as of (B)(6) 2021. On (B)(6) 2021, isi contacted the physician of the procedure and additional information was obtained about the complaint: the physician reported that he does not think an ion product caused or contributed to the pneumothorax as the system worked as intended and the pneumothorax occurred during needle biopsy, which is a known complication of the procedure. The physician reported that he believes the pneumothorax would have occurred regardless of the procedure modality. The physician reported that no ion malfunction occurred. The size of the pneumothorax was 30mm and did not grow over time. A chest tube was reportedly placed prior to observation for expansion. The patient experienced shortness of breath, hypoxemia, chest pain, and a subcutaneous emphysema. The surgeon reported that the subcutaneous emphysema was caused by the pneumothorax and chest tube being placed and was resolved by resolving the pneumothorax and with spiration valves. The patient was never considered medically unstable and was hospitalized for more than 14 days. Spiration endobronchial valves were placed and used with a chest tube to assist in the patients recovery. The pneumothorax was resolved and the patient has been discharged.